Event description:
Technical services received a call on (B)(6) 2012. Caller wanted technical us services to review strips. Caller saw patient on (B)(6) 2012. Technical services reviewed strips. The patient does have a riata lead that is 8 years old. Could it possibly be externalized cables that are hitting the heart wall or septum during contractions at higher rates and causing this suggested that physician fluoro while creating this phenomena to make sure it's not a lead issue. All numbers look good. Thresholds stable, sensing at 13 and impedance isstable. Rv lead was implanted (B)(6) 2004. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).